Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked at the opening of battery chamber. No evidence of moisture damage was observed inside the battery compartment. The returned battery cap was able to fully tighten to the pump case. There was no loss of power. Unrelated to the complaint, evaluation revealed a dim, faded and discolored display screen with the contrast at the maximum setting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).